Event description:
A user in norway was admitted to the hospital on (B)(6) 2026, due to high blood glucose levels, suspected to be caused by an occlusion alarm from an insulin pump, however this was not able to be confirmed. The exact blood glucose values and the presence of ketones were not provided, although traces of ketones were mentioned. At the hospital, the user received insulin treatment, and the infusion set and cartridge were replaced, after which the user restarted the pump. The user was reportedly doing well and continued to use the pump as usual, although there was no confirmation if the user had been discharged from the hospital or not. Multiple follow up attempts were made to attempt to obtain further information from the customer, but these were unsuccessful.